Event description:
It was reported that prior to the start of a da vinci-assisted inguinal hernia unilateral surgical procedure, the customer contacted the technical service engineer (tse) regarding error 23008 occurring on the universal surgical manipulator 4 (usm4) axis 7. The reported complaint remained after the customer performed a power cycle on the da vinci system. Tse had the customer reposition the usm4 and perform a hard power cycle of the power supply controller, but the fault reappeared on startup. The customer then checked the arm carriage for obstructions and found none. The customer subsequently disabled the affected usm4 to proceed with the surgical procedure . The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm4) due to error 23008 and ran data terminal equipment (dte) on the patient side cart (psc) . The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported error was confirmed and replicated. System logs revealed errors 23008 and 23137, indicating a pot to encoder fault on axis 7, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where carriage lissajous was found to be failing on degree of freedom (dof 8) axis 7, replicating the reported event. Once testing was completed, the instrument sterile adapter (isa) printed circuit assembly (pca) was verified to be the source of the fault. The complaint was confirmed based on failure analysis. Failure analysis has concluded that the isa pca was found to be the root cause of the reported event.